Manufacturer narrative:
Updated fields: b4, d9, e1 event site email, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 initial reporter. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, verified all fault codes / no error codes / augmentation alarm was set @106 by customer 30 min function test @120bpm. No issues found / no alarms triggered. Verified all transducer calibrations touchscreen / 45min battery run time @120bpm test ¿pass¿ augmentation issue might be related to aftermarket balloon customer uses or patient related. Device is ready for patient care. Completed maintenance and calibration successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unit not inflating fully. There was no harm reported.